Event description:
Patient reported ¿rupture¿, ¿pronounced tears and significant structural damage¿, ¿severe, stabbing pain¿, ¿the pain extends to the chest and flanks¿, ¿increasing swelling and significant inflammatory reactions¿. Later healthcare professional reported ¿device rupture¿, ¿pain¿, ¿¿redness¿ and ¿overheating of the breast¿. This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of skin inflammation/ irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin inflammation/ irritation and rupture.